Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery, could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that the filter was hard to advance from the loader to the catheter shaft and when attempting to open the filter, the device exited obliquely from the catheter with two distal legs, and the tip pointing against each border of the vessel, while the other two legs firmly blocked inside the delivery catheter. A surgical intervention was necessary to remove the filter.